Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states when an asymptomatic patient presented to the clinic, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed via stored egm. The patient did not receive inappropriate therapy during oversensing. Device was reprogrammed and patient will be monitored.